Manufacturer narrative:
Arjo was notified about incident involving arjo maxi move passive floor lift. Human resources director reported that during patient¿s transfer from a bed the spreader bar lowered rapidly to the bed and hit the caregiver and patient on the way down. No spreader bar detachment was reported. As the consequence of the event the caregiver sustained bruising on the a nose and a hand and while the patient sustained a skin tear. After the incident arjo representative visited the customer to provide a device inspection. Apart from signs of normal wear (dents and scratches along the mast and chassis) no other fault of the device was found. The sling involved in the reported incident was not available for the inspection. The uncommanded movement reported by the customer could not be recreated. The customer allegation could not be confirmed. To sum up, there was no technical deficiency found during device examination, but the unintended movement was reported by the customer and from that perspective, device did not perform as intended. The maxi move floor lift was being used with a patient at the time of the event and played a role in the reported event. The complaint was decided to be reportable due to allegation that the patient fell out from the device.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 3007420694, 9681684 . Currently, these products are to be submitted under arjo magog registration # 9681684. Additional information will be provided upon investigation conclusion.

Event description:
It was reported by the customer that caregiver that during initial phase of patient transfer when patient was over the bed when the spreader bar quickly moved to the bed, causing injury to both caregiver and patient. Technician requested sling for documentation purposes and was told it could not be located.